Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. After further evaluation, return to the supplier was not necessary. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the snare head partially advanced. When the snare head was advanced, it was noted the snare head was deformed/misshapen. When retraction was attempted with the snare in the coiled position, the snare head would not retract. The device was uncoiled and tested for retraction again. The snare head would retract with significant resistance due to the misshapen/deformity, confirming the complaint. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report for "snare twisted" and snare retraction issues due to the misshapen snare head. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use direct the user to: "fully retract and extend snare to confirm smooth operation of device." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
The product was returned to the approved supplier for evaluation and the investigation is on-going. Once additional information has been received a follow-up emdr report will be provided.

Event description:
During a colonoscopy, the physician used a cook acusnare polypectomy snare soft. It was reported [that] while the snare was down the scope, they had trouble opening it and when they pulled it out it was twisted [snare head was not able to retract into the catheter]. The physician was not able to complete the procedure with this device, so they had to open a new one to complete the procedure with no issue. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.